Event description:
It was reported that the patient went to the court house the other day and she was given a wand search. She states since then she has not been able to make contact with her ins with her programmer. The patient was driving right now so was not able to troubleshoot programmer. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead; product ID 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead; product ID 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead; product ID 3093-33, lot# va091q9, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).